Manufacturer narrative:
Clinical evaluation performed by medical affairs department: a few days after the implantation of a total hip arthroplasty, the patient presented with a periprosthetic fracture requiring revision surgery. No trauma was reported; the patient only complained of pain. The available x-rays clearly show a proximal periprosthetic fracture involving the lesser trochanter. Determining the exact root cause is challenging with the current information. However, in the immediate post-operative period, the bone may be weakened due to normal femoral preparation. Additionally, the bone quality of this 83-year-old patient is reported to be poor. In this condition, even a sudden/inadvertent movement may have led to the early fracture. Based on the available information, there is no indication of a device-related issue. Batch review performed on 03-mar-2025: lot 1910214: (B)(4) items manufactured and released on 23-apr-2020. Expiration date: 14-apr-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 weeks after primary, the patient came in reporting pain due to a periprosthetic bone fracture. The surgeon revised the stem, head, and liner. The surgery was completed successfully.